Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 39 mg/dl and low blood glucose treated with food. The customer¿s current blood glucose level was 157 mg/dl. Customer had issue with her sensor. Troubleshooting was performed for sensor. The product was not returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and performed continuity resistance test and sensor failed test. The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
Incident date has been changed to (B)(6) 2018.